Event description:
It was reported that the pump was repositioned; the "simple procedure resulted in a complicated one". The patient has not used the pump for three years and wanted it explanted. Per the reporter, the "catheter cannot be removed". The patient does not want anything left in her body. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).